Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that post-procedurally, a burn was noted at the left inner thigh. The grounding pad had been attached to the right thigh. The site where the burn occurred had contacted the mesh part of the grounding pad during the procedure. The mesh portion of the pad had become brownish in color.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. It was reported that post-procedurally, a burn was noted at the left inner thigh. The grounding pad had been attached to the right thigh. The reported condition was not confirmed. The investigation found the pad was recognized when plugged into the generator. No alarm was noted. The resistance of the pad was found to be within the specification. The mesh backing of the pad was intact. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.